Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that dial was jammed during sterilization process. It was functioning up to this point. There was no patient involvement.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as visual inspection of the returned device found that knobs/dials (valgus angle) will not rotate. The knob/dial can be pushed in but it will not rotate in any direction. There are visible wear marks (scratches,gouges) seen on the surface of the device. DHR was reviewed for deviations and/or anomalies with no deviations/anomalies identified. The root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.